Manufacturer narrative:
Failure analysis revealed that all operating currents are within specifications. The device passed the self test, off no power, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unable to prime during the prime test due to faulty force sensor. Further testing could not be performed due to the prime anomaly. The device had cracked battery tube threads and scratched display window.

Event description:
The customer reported that the insulin pump was not delivering insulin. The caller rewound the device and primed the infusion set, and then the insulin came out. The blood glucose reading was 246mg/dl. Troubleshooting was performed, and found multiple low reservoir alarms in the alarm history. Performed the high pressure test and the piston was not moving and the test failed. The customer also mentioned that insulin squirted out during the manual prime process. The customer stated that the drive support cap appears to be normal. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.